Manufacturer narrative:
The hardware investigation was completed on 28-feb-2023. It was reported that a patient was to undergo an ablation procedure with a carto® 3 system. There was unwanted pacing. Hardware investigation details: an investigation was initiated by the device manufacturer. The study data was requested to investigate the issue. However, the data is not available. Investigation of the carto 3 system's ability to pace and ablate simultaneously was not possible. The pacing was routed to m1-m2 via the recording system and confirmed that ablation could not be started. The bwi field service engineer (fse) confirmed that the system functionality was verified and confirmed that the system did not pace and ablate to m1-m2 electrode at the same time. The history of customer complaints reported during the last year associated with carto 3 system # 11325 was reviewed and one additional complaint similar to the reported issue was found. A manufacturing record evaluation was performed for the carto 3 system # 11325, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was to undergo an ablation procedure with a carto® 3 system. There was unwanted pacing. It was reported by the biosense webster inc. (Bwi) representative that the carto 3 system is allowing them to pace and ablate at the same time. There was no impedance warning, and the system does not cut anything off, it "just lets you do it". With the carto primary pacing port connected, the system allowed pacing from ablator 1-2 and rf energy being delivered at the same time. The stimulator used was the micropace. The pacing was not planned or emergency pacing. There was not any unwanted pacing delivered, there was just no warning from the carto system that users were pacing and ablating at the same time. No adverse patient consequence was reported. The unwanted pacing issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).